Manufacturer narrative:
Additional information: b5. Updated codes. H6 investigation finding and investigation conclusion. Manufacturer narrative h11. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Bioprosthetic valve thrombosis (bpvt) is the formation of blood clots on the valve, resulting in dysfunction that is potentially life-threatening. It is often diagnosed early post-operation but can occur at any time. Bpvt is a significant cause of valve failure, presenting either clinically with clear symptoms or subclinically without noticeable symptoms but still affecting valve function. The risk factors for bpvt include patient-specific conditions such as renal insufficiency, cancer, obesity, diabetes mellitus, smoking, the use of oral contraceptives, genetic defects, subtherapeutic anticoagulation, and autoimmune conditions such as antiphospholipid syndrome (aps) and systemic lupus erythematosus (sle). Thrombosis is a complex process influenced by the interaction between the patient and the device, as well as procedural factors such as valve size, implantation techniques, or interactions with other devices used during open-heart surgeries. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A DHR review is unable to be performed because no lot/serial number was provided. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years.

Event description:
Edwards received notification that this 82-y-o patient with a 7300tfx valve of unknown size implanted in mitral position underwent a valve-in-valve procedure after an implant duration of approximately eight (8) years and eleven (11) months years due to degeneration and thrombosis. As reported, after surgical valve implant the patient had prophylactic medication with warfarin but patient non compliant, a very low inr was noted. An increased gradient was noticed on echo tee approximately three months before reintervention and thrombosis was diagnosed two months before reintervention. As reported, the patient presented with dyspnea. At the time of the event, the patient was taken enoxaparin for an increased inr (4.5). A 26mm sapien 3 ultra valve was successfully implanted within the pre-existing edwards surgical device using the transfemoral approach. As reported, the patient was noted as to be in stable condition.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from italy a 82-year-old patient with a 7300tfx valve of unknown size implanted in mitral position underwent a valve-in-valve procedure after unknown implant duration due to degeneration and thrombosis. As reported, the patient presented with dyspnea. A 26mm transcatheter valve was successfully implanted within the pre-existing surgical device. As reported, the patient was noted as to be in stable condition.